Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? The suture was being pulled through the gingiva. Could you please provide the lot number? Qjmart. Event date? (B)(6) 2021. Procedure date and name? (B)(6) 2021. Bone graft.

Event description:
It was reported that a patient underwent a bone graft procedure on (B)(6) 2021 and suture was used. During the procedure, the needle separated from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2021. Additional information: h6. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.